Event description:
It was observed that during the device evaluation, the camera head exhibited flooding in the cables and image capture unit. Additionally, there were image defects, scope mount corrosion. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the image function did not operate normally due to the flooding of the main body, and an image defect occurred. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified for flooding of the cable, image capture section. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.